Event description:
The customer reported that the insulin pump alarmed and it could not be cleared. The customer stated that she was at the beach when the alarm occurred and water may have gotten into her insulin pump. Troubleshooting was performed and water under the display was observed. No further information was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic assembly. Further testing was not performed due to the blank display.